Event description:
It was reported that an alert was received for an out-of-range pacing impedance measurement from the right ventricular (rv) lead. The specific measurement was not provided. Boston scientific technical services (ts) was contacted and recommended performing a patient-initiated-interrogation to receive the specific measurement. Additionally, ts noted during the call that the patient had received multiple inappropriate shocks in (B)(6) 2024 from this implantable cardioverter defibrillator (ICD). Ts provided potential programming options and recommended close monitoring. At this time, this ICD and the rv lead remain implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.